Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella cp support and there was low pump flow with the motor current off as well. Additionally, there was a possible interaction with the valve. The pigtail was stuck and unable to be free. The pump was explanted due to low pump flow. The patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow and the positioning issues has been completed. The pump was returned for investigation. No physical abnormalities were observed on the returned product. The pump ran as expected during testing in a bucket of water. The data log shows that the pump was started on p9, with reported low pump flow and several suction alarms. A placement signal trend was observed, which correlated with the motor current and a drop in pump flow. Later, the pump was set to a lower p-level, which also resulted in subsequent suction alarms. No abnormalities were reported with the positioning issue or optical signal parameters. The pump was unable to achieve good flow at higher p-levels. According to the clinical team, low pump flow and suction issues were reported throughout the case, even after the pump was repositioned and blood volume was adjusted. Prior to the explanation, the pigtail was found to be stuck and could not be freed. The cause of the low pump flow issue was most likely patient condition related, based on return product investigation and data log review. The cause of the positioning issue was not determined since sufficient clinical information was not provided.